Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customers blood glucose was 187-400mg/dl. Reportedly, the customer went to the ER and was hospitalized for two hours due to the minimum fill notifications and not receiving insulin. Customer was treated with intravenous fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2021 with no permanent damage. The customer reverted to alternate insulin for therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.